Event description:
On june 27, 2006, the facility contacted baxter technical service to report a system 100 hemodialysis instrument did not remove enough ultrafiltrate from a patient. On june 27, 2006, a baxter field service engineer (fse) went to the facility to evaluate the instrument. The fse reseated the miscellaneous I/o controller board and calibrated the uf flowmeter. Functional checks were performed and the unit was heat-cleaned. No patient injury or medical intervention was reported in association with this incident. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.